Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer states that there is a no delivery alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.